Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Also noted was that the right ventricular (rv) lead had exhibited high out of range shock impedance measurements. A technical services (ts) consultant recommended device replacement due to steadily rising shock impedance likely due to calcification. Subsequently, this rv lead was surgically abandoned, and a replacement lead was placed successfully. No additional adverse patient effects were reported.